Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector leaked. The following information was provided by the initial reporter: he stated that they are having leaking and other issues with 2 cases of the same lot.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector leaked. The following information was provided by the initial reporter: he stated that they are having leaking and other issues with 2 cases of the same lot.

Manufacturer narrative:
H6: investigation summary: 5 unused samples were received and tested by our quality team for the customer's complaint of leakage. The sets were repeatedly infused with saline solution and tested with high pressure with syringe injection as well. No leaks were noticed. Due to the inability to replicate the issue, the complaint cannot be verified and the root cause remains unknown. A device history record review for model mp5301-c lot number 22079431 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.